Manufacturer narrative:
(B)(4). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. There were no "no delivery alarm" noted on the event date on (B)(6) 2023 in the pump history file for the primary svn: (B)(6). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see the boluses listed on the event date on (B)(6) 2023 in the pump history file for the primary svn: (B)(6). On (B)(6) 2023 16:22:12.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). On (B)(6) 2023 17:04:13.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1) normal bolus amount programmed: 75000 (7.5 u). Bolus amount delivered: 75000 (7.5 u). On (B)(6) 2023 21:12:31.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 85000 (8.5 u). Bolus amount delivered: 85000 (8.5 u). On (B)(6) 2023 23:16:51.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 62000 (6.2 u). Bolus amount delivered: 62000 (6.2 u). Please see below for the daily total of all insulin delivered on the event date on (B)(6)2023 for the primary svn: (B)(6). On (B)(6) 2023 00:00:00.000 daily totals g670 (63). Daily total collection starttime: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 602000 (60.2 u). Daily total of basal insulin delivered: 360000 (36 u). Daily total of bolus insulin delivered: 242000 (24.2 u). There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended (2) alarm noted on the event date on (B)(6) 2023 for the primary svn: (B)(6). Please see below for the pump error(s) / alarm(s) noted 1 week prior to the event date on (B)(6) 2023 in the pump history file for the primary svn: (B)(6). On (B)(6) 2023 10:25:01.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 10:48:36.000 alarm alert notification (40). Fault number: stuck key alarm (61). On (B)(6) 2023 19:56:00.000 alarm alert notification (40). Fault number: change battery fault (73). On (B)(6) 2023 20:06:30.000 battery removed (55). On (B)(6) 2023 20:06:30.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 20:06:48.000 battery inserted (44). On (B)(6) 2023 06:00:28.000 alarm alert notification (40). Fault number: stuck key alarm (61). Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 8:27:57 am. There was no power data available for the event date on (B)(6) 2023. Unable to check power data for low battery alert, and change battery fault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No stuck key alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. No damage noted on the keypad traces. Low battery alert (104) unknown. Stuck key alarm (61) not confirmed. Change battery fault (73) unknown. There were no boluses listed on the event date on (B)(6) 2023 on svn: (B)(6). Please see below for the daily total of all insulin delivered on the event date on (B)(6)2023 on svn: (B)(6). On (B)(6) 2023 00:00:00.000 daily totals g670 (63). Daily total collection starttime: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 374500 (37.45 u). Daily total of basal insulin delivered: 374500 (37.45 u). Daily total of bolus insulin delivered: 0 (0 u). There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended (2) alarm noted on the event date on (B)(6) 2023 on svn: (B)(6). Please see below for the pump error(s) / alarm(s) noted 1 week prior to the event date on (B)(6) 2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 04:55:00.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2023 04:59:01.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2023 06:13:00.000 alarm alert notification (40). Fault number: motor motion alarm (37). On (B)(6) 2023 06:13:00.000 alarm alert notification (40). Fault number: motor motion alarm (37). On (B)(6) 2023 06:13:00.000 alarm alert notification (40). Fault number: motor error (42). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. The force sensor was slightly corroded. No damage noted on the motor. Pump error 37 and pump error 42 due to moisture damage on the electronic assembly. No delivery (7) alarm not confirmed. Pump error 37 confirmed. Pump error 42 confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Insulin flow blocked alarm/no delivery alarm not confirmed. Pump error 37 confirmed in the pump history file. Pump error 42 confirmed in the pump history file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of unknown mg/dl. Troubleshooting was performed and found that the customer was hospitalized, took emergency medical service, treated with intravenous insulin infusion. The customer reported an insulin flow block and was hospitalized due to diabetes ketoacidosis. It was unknown whether the insulin pump was used within 48 hours and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump was returned for analysis.

Event description:
The customer's treatment during the hospitalization was not provided.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at (B)(4). There were no "no delivery alarm" noted on the event date 08-sep-2023 in the pump history file for the primary svn (B)(6). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see the boluses listed on the event date 08-sep-2023 in the pump history file for the primary svn(B)(6). (B)(6)2023 16:22:12.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) (B)(6)2023 17:04:13.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 75000 (7.5 u) bolusamountdelivered: 75000 (7.5 u) (B)(6)2023 21:12:31.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 85000 (8.5 u) bolusamountdelivered: 85000 (8.5 u) (B)(6)2023 23:16:51.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 62000 (6.2 u) bolusamountdelivered: 62000 (6.2 u) please see below for the daily total of all insulin delivered on the event date 08-sep-2023 for the primary svn(B)(6). (B)(6)2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6)2023 00:00:00.000 dailytotalofallinsulindelivered: 602000 (60.2 u) dailytotalofbasalinsulindelivered: 360000 (36 u) dailytotalofbolusinsulindelivered: 242000 (24.2 u) there were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 08-sep-2023 for the primary svn (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 08-sep-2023 in the pump history file for the primary svn (B)(6). (B)(6)2023 10:25:01.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6)2023 10:48:36.000 alarmalertnotification (40) faultnumber: stuckkeyalarm (61) (B)(6)2023 19:56:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6)2023 20:06:30.000 batteryremoved (55) (B)(6)2023 20:06:30.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2023 20:06:48.000 batteryinserted (44) (B)(6)2023 06:00:28.000 alarmalertnotification (40) faultnumber: stuckkeyalarm (61) earliest power data available per the power management tool/detail trace file is on (B)(6)2023 8:27:57 am. There was no power data available for the event date of 09/04/2023. Unable to check power data for low battery alert, and changebatteryfault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No stuck key alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. No damage noted on the keypad traces. Lowbatteryalert (104) unknown. Stuckkeyalarm (61) not confirmed. Changebatteryfault (73) unknown. There were no boluses listed on the event date 28-aug-2023 on svn (B)(6). Please see below for the daily total of all insulin delivered on the event date 28-aug-2023 on svn (B)(6). (B)(6)2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6)2023 00:00:00.000 dailytotalofallinsulindelivered: 374500 (37.45 u) dailytotalofbasalinsulindelivered: 374500 (37.45 u) dailytotalofbolusinsulindelivered: 0 (0 u) there were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 28-aug-2023 on svn (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 28-aug-2023 in the pump history file on svn (B)(6). (B)(6)2023 04:55:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6)2023 04:59:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6)2023 06:13:00.000 alarmalertnotification (40) faultnumber: motormotionalarm (37) (B)(6)2023 06:13:00.000 alarmalertnotification (40) faultnumber: motormotionalarm (37) (B)(6)2023 06:13:00.000 alarmalertnotification (40) faultnumber: motorerror (42) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. The force sensor was slightly corroded. No damage noted on the motor. Pump error 37 and pump error 42 due to moisture damage on the electronic assembly. No delivery (7) alarm not confirmed. Pump error 37 confirmed. Pump error 42 confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Insulin flow blocked alarm/no delivery alarm not confirmed. Pump error 37 confirmed in the pump history file. Pump error 42 confirmed in the pump history file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6 (component codes, investigation finding codes) with this report.